Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the events. On an unknown date, pd therapy was discontinued, pd catheter was removed and the patient was transferred to hemodialysis (hd). Hd was ongoing. No additional information is available.